Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (200 mcg/ml at 60 mcg/day) via an implanted pump. The patient¿s medical history included post cervical laminectomy, post laminectomy, peripheral neuropathy, and cervical spinal stenosis. It was reported that the patient reported c6 palsy and issues with sight and control of his right eye post implant surgery. The patient saw his pain management physician, his implanting surgeon, and an ophthalmologist, but no one could explain why he had the issue, what caused it, or how to fix it. The implanting physician did a blood patch approximately 1-2 weeks after the implant surgery; however, she did not think the issue was caused by the pump implant nor did she think the patient had any csf (cerebrospinal fluid) leak after the implant procedure. The issue was not resolved at the time of the report, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.